Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate to heavy but soft calcification and no tortuosity. The vessel diameter was 5.5mm and the vessel was prepared using a 6mm balloon for 3 minutes. Atherectomy was not used. The 5.5x150 supera self-expanding stent system (sess) was advanced without resistance and was deployed. There was no part of the stent that was deployed in the introducer. The stent ended 4 cm prior to the sheath during deployment. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. There was no waste noted to the deployed stent or proximal end of lesion. The thumbslide fully retracted to the start position and both the system and deployment levers were locked prior to removal. However, some resistance and a sort of "click" was felt when retrieving the device in the sheath. A little amount of force was applied until the physician felt the "click" and removal was easier. The supera deployment system was removed but the guidewire was still in place for access. After evaluation of the supera deployment system, it was noticed that the tip did not come out of the patient with the device. Under x-ray, the tip can be seen in the sheath. The sheath was removed with the separated tip in the sheath, however, part of the supera stent was pulled out of the patient thru the access site and severe bleeding occurred [access site enlarged or damaged]. The stent was extended [stretched] but the distal part was still in place. There was a delay in the procedure. Surgery had to be performed. A part of the stent, which was the protruding part, was cut and removed. The loose ends of the stent was fixed in the vessel wall during the surgery. The patient had to stay overnight. The patient came back recently with an infection due to the surgery and stayed another 6 days at the hospital. The infection was drained and the patient was prescribed with antibiotics. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of infection is listed in the supera peripheral stent systems instructions for use as a potential adverse effect of peripheral percutaneous intervention. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during system removal the tip inadvertently became caught with the deployed stent. As the compromised device was withdrawn into the sheath this ultimately resulted in the reported tip separation and the reported stent damages (stretched, separation) . The reported difficulties possibly contributed to the reported patient effect, however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure as surgery had to be performed. A part of the stent was removed and the distal part left in the patient was surgically fixed in the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.